Event description:
It was reported that the patient with this right atrial (ra) lead called technical services (ts) and stated it suffered a fracture, with a replacement scheduled, but no procedure date was provided. No other device issues were reported at the time. At this time, lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead called technical services (ts) and stated it suffered a fracture, with a replacement scheduled, but no procedure date was provided. No other device issues were reported at the time. At this time, lead remains in service. No adverse patient effects were reported. At a later date, information form the field indicated the lead p[resented an increase in capture threshold measurements and loss of capture, with the lead was explanted and replaced. The device is expected to return for analysis.